Manufacturer narrative:
It was determined after receiving further clarification from the device inspection that this report was a duplicate of MFR report # 0001811755-2019-02728. This supplemental is being filed to identify a MDR was already filed for this event.

Event description:
It was reported that when using the siemens c-arm the spinemap® 3d 3.1 software was reported to be inaccurate by 3mm during a case. There was no patient impact and no medical intervention required. The case was rescheduled and was conducted successfully with no impact to the patient.

Event description:
It was reported that when using the siemens c-arm the spinemap® 3d 3.1 software was reported to be inaccurate by 3mm during a case. There was no patient impact and no medical intervention required. The case was rescheduled and was conducted successfully with no impact to the patient.